Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a diabetic coma. The caller stated that the customer was feeling unwell and vomiting a few days prior that may have led to the customer's passing. The customer¿s blood glucose was 500 mg/dl when they went to see their health care professional. The customer was at 32 to 53 mg/dl when the mother first found her in a coma. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The customer had gone as high as 1200 mg/dl before and had never been able to control their blood glucose. The caller declined to return the insulin pump for analysis as it was thrown away.